Event description:
Consumer daughter called in to pharmacy to notify us that the heating pad overheated and melted the couch it was touching. No physical injury reported. Daughter said she has pictures of her couch.